Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen turns black and it was hard to read the screen. Customer's blood glucose level was unknown. Customer also stated that there was black blotches on the screen. It was also stated that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test noted. No missing segment or partial display anomaly during test. (B)(4).